Manufacturer narrative:
The device was received and analyzed. The memory content of the device was inspected, showing a normal device function while implanted and in service. At a next step the device was subjected to an electrical analysis. A sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing functions to be as specified. The analysis revealed no indication of a device malfunction.

Event description:
This device was explanted due to patient complaints of pocket pain. Patient described pain as intolerable and requested that the device be removed prior to battery depletion. Should additional information be received, this file will be updated.